Event description:
The 840 ventilator stopped cycling while on a pt. The nellcor bennett customer support engineer (cse) verified the vent inop error code in memory. The cse inspected the device and replaced the psol valve. The unit passed extended self testing.